Event description:
It was reported that a spectrum pump experienced an issue with the upstream sensor. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced upstream sensor issues as upstream occlusion alarms due to low sensor readings. The low readings were caused by a failed upstream sensor. Low upstream sensor readings can make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.